Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with an unspecified breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient¿s explanted device was replaced with a mentor smooth round moderate profile 350cc saline breast prosthesis. On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a crease on the posterior aspect extending to the anterior. An area of shell abrasion was also observed at the end of the crease on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and one leakage site was detected; a rent measuring approximately 0.1 cm discovered within the shell abrasion on the posterior aspect. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent, crease and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. There is no evidence that the issue is related with manufacturing. (B)(4).